Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.

Event description:
Update: 6/17/2013 - medical declaration form was received stating dor. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (right hip).

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2006. He has experienced pain and discomfort in his right hip and elevated levels of cobalt and chromium. Patient has not yet scheduled an explantation of the right asr hip implant.